Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-01611. Follow-up identified the patient's system was explanted on (B)(6) 2018.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-01611. It was reported the patient experienced ineffective pain relief from the scs system. Reprogramming was performed at an earlier date which reportedly covered the patient's pain areas. As such, surgical intervention was undertaken to explant the entire system. Date of surgery is unknown at this time.